Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a low o2 verify failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The device was evaluated by a remote service engineer, and it was determined that the system failed a low o2 verify test step and the device does not meet full specification for the performed service and is returned to use with limitation as accepted by the customer. Follow-up work is scheduled, and the device will be collected and sent to UK bench for investigation & repair. The root cause is not confirmed at this time. If additional information becomes available, a supplemental report will be filed. New information: the device was sent to the UK bench for investigation & repair of the low o2 verify failed test step. During the investigation critical error codes in relation to (both the outlet and monitor pressure sensor failed and soft power fail) were recorded in the device event log. Therefore, the printed circuit board assembly was replaced to address the issue. Also, an error code in relation to (the internal or detachable li-ion battery is not charging due to a hardware fault for greater then 1 minute) was recorded in the device event log. The device was soak tested with a known good battery and the fault was unable to be replicated. The customer will replace the detachable battery. Additionally, the fio2 test failed, therefore the fio2 sensor was recommended to be replaced unrelated to the reported malfunction. During an internal inspection, a 3-way solenoid valve cable was confirmed for damage due to the cable being pinched between the chassis and the front plate. Therefore, the 3-way solenoid valve was replaced to resolve the issue. The blower and patient hours were set. A performance verification test passed with a test battery and test fio2 sensor. The system meets the specification for the performed service and is returned to use. Box h codes were updated.

Event description:
The manufacturer received information alleging a low o2 verify failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The device was evaluated by a remote service engineer, and it was determined that the system failed a low o2 verify test step and the device does not meet full specification for the performed service and is returned to use with limitation as accepted by the customer. Follow-up work is scheduled, and the device will be collected and sent to UK bench for investigation & repair. The root cause is not confirmed at this time. If additional information becomes available a supplemental report will be filed.